Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found that it was returned without the plunger/needle assembly, anterior and posterior cuffs, link, suture and posterior needle tip limiting the scope of the investigation. Analysis found that the handle to foot function, guide tube, needle guide, bridge, suture bearing, needle exit ramp and sheath were normal for a deployed device. Blow through marks were present on the posterior foot indicating the posterior cuff was ejected from the foot. There was no detected anomaly that may have contributed to the reported cuff miss. During testing a proxy plunger was used to test for proper needle trajectory. The test was successful with both needles entering their respective foot pocket. During manufacture the lot is inspected for proper needle trajectory and each finished goods lot is functionally tested to check for proper device function. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. The supplied anatomical information did not reveal any issue that may have contributed to the reported event. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Based on the investigation findings, the reported needle to cuff miss could not be confirmed and no cause could be determined. No manufacturing or product quality deficiency was detected for the lot that may have contributed to the reported cuff miss experience.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the needle did not fire correctly and when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.